Event description:
It was reported that a patient underwent a manipulation under anesthesia (mua) approximately six weeks post implantation due to moderate stiffness. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01993. Medical product: unknown femoral. Report source - australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001825034-2022-02091.

Event description:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001825034-2022-02091.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.